Event description:
It was reported that during a procedure of the de novo proximal circumflex artery, while the physician was advancing the balance middleweight ((bmw) guide wire in the anatomy, it was noted that the tip was frayed. The device was removed from the anatomy. A second bmw was opened but it was noted to be also be frayed. A third bmw was used in the procedure without reported incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided. Return device analysis determined that the shaping ribbon is separated proximal to the tip ball.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balance middleweight guide wire noted blood and contrast on the coils which is consistent with the guide wire being handled outside of the dispenser coil. The distal coils were completely stretched out. The tip ball was attached to the stretched out coils and there was 0.5 mm of shaping ribbon attached to the tip ball. There was 2.9 cm of shaping ribbon exposed distal to the center solder. There was 2.2 cm of core exposed distal to the center solder. There were offset intermediate coils proximal to the center solder. There was a kink in the core proximal to the proximal solder. The noted kink in the core, offset intermediate coils and stretched coils are most likely related to the noted tip separation and/or handling during the procedure. Additionally, corrosion was noted on the guide wire proximal solder during analysis, which appears to be due to transportation back to abbott vascular for evaluation, as it was not reported during preparation prior to use. Guide wire separation may occur when the guide wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A guide wire being over-pulled or over-torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, there was no reported resistance and it is unknown when the guide wire separated. Scanning electron microscopy (sem) analysis suggests that the guide wire shaping ribbon failure may be attributed to ductile overload. Necking and smeared dimples were documented on the fracture faces of both halves of the shaping ribbon separation. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot. There is nothing to indicate a lot specific product quality deficiency. Manufacturing performs visual inspection of the guide wire tips after being loaded into the dispenser, performs non-destructive tip pull test and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second balance middleweight guide wire is being filed under a separate MFR number.